Event description:
It was reported that the balloon (subject device) was not visible when dilated within the patient. When the physician attempted to dilate it outside the anatomy balloon dilation failed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin - added. H4 ¿ manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the balloon was carefully dilated using an inflator; however, the balloon could not be seen in the blood vessel. After removing the balloon catheter from the patient's body, balloon dilation failure was found upon inspection. Additional information received indicates that the patient's anatomy was severely tortuous. There are a number of potential causes for the reported event, including, damage to the device, damage to the balloon preventing inflation, therefore inability to visualize contrast media within inflated balloon. The device was not returned for analysis and a review of all available information fails to indicate an assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the balloon (subject device) was not visible when dilated within the patient. When the physician attempted to dilate it outside the anatomy balloon dilation failed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.